Manufacturer narrative:
Concomitant product: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp), consumer and company representative regarding a (B)(6), male patient who was receiving lioresal 500mcg/ml at 240.3 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient's concomitant medications included oral baclofen at night for continuing back spasms. On (B)(6) 2016, the hcp had difficulty using the clinician programmer and getting the programmer to update the concentration change. The programmer was "sluggish." The hcp changed the concentration from 500mcg/ml at 2000mcg/ml but for some reason the pump did not update. The hcp erroneously bypassed the bridge bolus and it was not performed. On (B)(6) 2016, the patient was admitted with signs of overdose because he was getting almost "4 times as much." The patient experienced flu-like symptoms, an upset stomach, "subnormal" temperature and low blood pressure. The hcp performed the bridge bolus and reduced the patient's dose but the patient's blood pressure was still dropping, so they were considering another dose reduction. A dose reduction of 10-20 percent was reviewed. The patient received a computed tomography (CT), but the results were not reported. They were questioning whether the low blood pressure could be due to sepsis as the patient had recently had a urinary tract infection (uti) and an ear infection in the past. The uti had been treated with antibiotic therapy that was completed. As of the night of (B)(6) 2016, the patient was doing "fine." The patient was to be discharged on (B)(6) 2016. The patient's status was reported as "alive - no injury." Surgical intervention did not occur and was not planned. Additional information has been requested regarding the patient's medical history and concomitant medications, the serial number of the programmer, the cause of the event, troubleshooting, the results of the CT, the actions/interventions taken to resolve the programmer issues and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.